Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00055 (collagen corporation). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was skin-tested on 21 august 1997 in the right forearm and on 4 september 1997 (site not known), both with negative results. The pt was treated subsequently with collagen on multiple occasions, the last being in 1998, when the physician administered 1.5cc of one formulation of collagen to the vermilion borders and 1.0 cc of a second formulation of collagen to the cheeks and the glabella. There have been no local symptoms; however, the pt developed swollen finger joints and fatigue, for which pt has consulted a rheumatologist. The pt was seen by the rheumatologist on 14 december 1999. Physician diagnosed connective tissue disease-probable rheumatoid arthritis. Physician treated pt with oral plaquinil and oral prednisone (dosage and dates not provided). Physician refused to offer an opinion about whether the etiology of the connective tissue disease was related to the collagen injections. The pt has no known allergies and no familial history of autoimmune disease.